Manufacturer narrative:
The field service engineer (fse) visited the customer site and cleaned probes and verified adjustments. The patient results may have been run with a reagent pack where qc had not been performed. The customer performed precision testing and the results were not good. The customer had a current reagent pack and a stand by reagent pack onboard the instrument. Qc had not been run on the standby reagent pack. The precision results were good until it got to the standby reagent pack. The customer ran successful qc on a new reagent pack. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer. The patient had a result of 278.1 ng/l at 7:46 p.m. A new sample was obtained at 9:50 p.m. And the result was 23.69 ng/l. This result was reported outside of the laboratory. Due to this difference, both samples were repeated. The repeat result from the first sample was 279.3 ng/l. The repeat result from the second sample was 263.5 ng/l. This result was believed to be correct. The troponin t stat reagent lot number was 57731600 with an expiration date of 28-feb-2023.

Manufacturer narrative:
Calibration was last performed on 10-may-2022 and was acceptable. Qc was acceptable. There was no indication of a reagent or instrument performance issue. The sample was spun down for 3 minutes at 5500 rpm. This spin time may be shorter than recommended and the spin speed may be faster than recommended. No issues were observed during a review of the alarm trace data. The customer has had no further issues since the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.